Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation - persistent procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and there was a hemostatic valve leakage. The reported blood leakage was approximately 70ml. No air entered or exited through the sheath. There were no confirmed damages/separation to the hemostatic valve, brim cap, or hub. As a result of the issue, the medical team switched to an agilis sheath and continued the procedure. No patient consequences were reported.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation - persistent procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and there was a hemostatic valve leakage. The reported blood leakage was approximately 70ml. No air entered or exited through the sheath. There were no confirmed damages/separation to the hemostatic valve, brim cap, or hub. As a result of the issue, the medical team switched to an agilis sheath and continued the procedure. No patient consequences were reported. Device evaluation details: on 8-may-2024, the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual and backpressure test of the returned device were performed in accordance with bwi procedures. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the vizigo sheath. Back pressure test was performed, and values were observed within specifications, no bubble or water leakage issues were observed. A device history record was performed, and no internal action related to the reported complaint were identified. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).